Manufacturer narrative:
The pump was received with bleeding lcd, minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube window, cracked case at the reservoir tube window corners.

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The customer states their pump is cracked on the lower right hand corner. The customer's blood glucose level at the time of incident was unknown. The customer states the screen is smudged and cannot be read. The customer was advised the pump would be replaced and returned for analysis.